Event description:
As reported, the stent of a palmaz genesis .035 8.0x39 became caught in a sheath hub and disconnected from the balloon during the subclavian pta procedure. The separated stent was not recovered because it was hung inside the shuttle sheath; therefore, a new 7f non-cordis sheath was placed. The case was completed with the use of a new smart stent. There was no reported injury to the patient. The physician achieved certification on the use of palmaz genesis and has used the device several times prior to this procedure. The product was stored properly according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The palmaz genesis unit was prepared and used in accordance with IFU instructions (IFU). The stent was noted to be properly mounted on the system when inspected prior to use; however, the stent was noted to be manipulated during prep. It is unknown how the stent was manipulated. The balloon was not partially inflated prior to inserting the sds. Negative pressure was not applied to the sds. A non-cordis .035 260cm wire was used during the case. The device will not be returned for evaluation as the stent was not recovered due to being hung up in the sheath.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82218089 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received. The stent of a palmaz genesis .035 8.0x39 stent became caught in a sheath hub and disconnected from the balloon during the subclavian pta procedure. The separated stent was not recovered because it was hung inside the shuttle sheath; therefore, a new 7f non-cordis sheath was placed. The case was completed with the use of a new smart stent. There was no reported injury to the patient. The physician achieved certification on the use of palmaz genesis and has used the device several times prior to this procedure. The product was stored properly according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The palmaz genesis unit was prepared and used in accordance with instructions for use (IFU). The stent was noted to be properly mounted on the system when inspected prior to use; however, the stent was noted to be manipulated during prep. It is unknown how the stent was manipulated. The balloon was not partially inflated prior to inserting the sds (stent delivery system). Negative pressure was not applied to the sds. A non-cordis .035 260cm wire was used during the case. The product was returned for analysis. One non-sterile palmaz genesis .035 8.0x39 135cm sds unit was received coiled for analysis inside a plastic bag. Per visual analysis, the stent was not returned, and a partially inflated balloon could be observed with a metal component partially attached to the distal end of the balloon. No other anomalies were observed. Per microscopic analysis scratch marks on the balloon are noted where the stent was originally placed. Additionally, the crimp marks where the stent was originally placed were found on the balloon. No other anomalies were noted. A product history record (phr) review of lot 82218089 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged - within guiding catheter/sheath¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by scratch marks noted on the outer surface of the balloon during analysis and the claim the stent was manipulated during prep. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the stent of a palmaz genesis .035 8.0x39 became caught in a sheath hub and disconnected from the balloon during the subclavian pta procedure. The separated stent was not recovered because it was hung inside the shuttle sheath; therefore, a new 7f non-cordis sheath was placed. The case was completed with the use of a new smart stent. There was no reported injury to the patient. The physician achieved certification on the use of palmaz genesis and has used the device several times prior to this procedure. The product was stored properly according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The palmaz genesis unit was prepared and used in accordance with IFU instructions (IFU). The stent was noted to be properly mounted on the system when inspected prior to use; however, the stent was noted to be manipulated during prep. It is unknown how the stent was manipulated. The balloon was not partially inflated prior to inserting the sds. Negative pressure was not applied to the sds. A non-cordis .035 260cm wire was used during the case. The device will not be returned for evaluation as the stent was not recovered due to being hung up in the sheath.